Event description:
The intra-aortic balloon was inserted into the pt on 12/12/97 at 2:30 p.m. On 12/16/97 at 12:00 pm. The intra-aortic balloon leaked and the intra-aortic balloon was removed. A second intra-aortic balloon was inserted into the pt. The intra-aortic balloon was not returned to datascope for evaluation. Event complications: none from the event- reported 6/4/98. Pt;'s current status: discharged 6/4/98.